Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 25-jan-2016, an fse visited the customer to address the reported event. When the fse arrived to evaluate the noise, the fse found that he could not duplicate the noise. The fse checked the needle to insure that it was not bent and adjusted the guide plate for the needle. The fse then cleaned and lubricated the guide rod and lead screw for the sample needle. The fse ran the sampler several times and the customer was able to run patient samples without any issue. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was due to a dirty lead screw.

Event description:
On (B)(6) 2016, a customer reported hearing a grinding noise at start with their g8 analyzer. When the customer performed a sample reset, they found that the needle was rubbing when it goes up and down. The customer is unable to run patient samples on hba1c diabetes assay. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.